Event description:
Pt underwent two level disc arthroplasty l4-l5, l5-s1. Post operative x-ray and CT scan revealed a crack in the l5 vertebral body, no displacement. Surgeon reoperated and placed a plate on l5. Surgeon noted pt is doing well one month post-op. This is one(1) of two(2) reports for one event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no device was returned. The device history record and raw material record were reviewed, and the lot met all specifications.